Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported his infusion sets were leaking. Patient stated, he would feel the insulin and the coldness of the insulin. Patient reported his blood glucose went up a little bit. Patient did not provide blood glucose readings. Patient stated, he was able to bring his blood glucose down by bolusing. Patient reported he did not have a bent or kinked cannula on the infusion sets. Patient uses the insertion assist plus device to insert the infusion sets. Patient stated the infusion sets were in for around an hour before he noticed that they were leaking. Patient reported the leaking occurred around 2-3 times. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.